Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported during primary of right hip fracture, stem inserter broke off. No delay in surgery.

Event description:
It was reported during primary of right hip fracture, stem inserter broke off. No delay in surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.